Event description:
The customer reported unable to acquire v1 on 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported unable to acquire v1 on 12 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the device and ECG cables and was unable to recreate the reported problem. No trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. Therefore the cause could not be determined.